Manufacturer narrative:
D9 - date returned to mfg: 12/10/2025. Received one (1) used. List #mc330419, 102" (259 cm) appx 8.2 ml, pur standardbore/smallbore transfer set w/microclave® clear, dual check valve, 1.2 micron filter, luer lock; lot #unknown. No visual damages or anomalies were observed. The reported complaint of a leak could be confirmed. The returned sample was tested and a leak was observed on the spike filter. The probable cause of the leak is from the temporary or complete loss of hydrophobic properties.

Manufacturer narrative:
The reported complaint of a leak could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed, and a probable cause cannot be determined. No lot received for a device history lot number review. Updated information in d9.

Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received. D4: only di provided as lot number is unknown. Additional contact information: (B)(6).

Event description:
An event involved a 102" (259 cm) appx 8.2 ml, pur standardbore/smallbore transfer set w/microclave® clear, dual check valve, 1.2 micron filter, luer lock reported that tpn (total parental nutrition plus lipids) was running through the aads (amino acids plus dextrose solution) line and the filter leaked at filter closest to the bag. There was patient involvement and unknown patient harm reported.